Event description:
It was reported to philips that the therapy knob on the device was physically damaged and needed to be replaced. There was no reported patient or user involvement and no adverse patient/user impact.